Event description:
The catheter had been implanted subcutaneously for four years and is now out of the patient. Two years after implantation, the physician attempted to withdraw the catheter, however, it could not be withdrawn due to firm adhesion to the subcutaneous tissues. The physician decided to wait until thrombus formation was observed around the catheter tip in the right atrium, which at last required the physician to perform open heart surgery and remove the catheter.

Manufacturer narrative:
The device was returned to our facility in three containers filled with liquid. Based on the information provided, the source of difficulty appears to be the result of user error. It seems the customer was unable to remove the catheter due to tissue in growth. It sould be noted this device was designed with a synthetic fiber cuff to promote tissue ingrowth and this device is removed by cutting the tissue from around the cuff, prior to withdrawal.